Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. No audio/beep anomaly or moisture damage reservoir tube, battery tube or electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer¿s blood glucose was unknown. The customer stated that the reservoir is stays in place. The device will be returned for the analysis.